Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that on the left side window the zipper slider body is open and the pull tab is broken. Right side window zipper pull tab is broken and there is a one inch tear in the triangle window netting. Left side window has one zipper element missing. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).

Event description:
The customer reported that the left side panel has broken zipper teeth and the pull tab broke off. There was no pt incident or injury reported.